Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Information was received that reported a patient was hospitalized at 03:00 pm in 2007 due to hyperglycemia. The reporter states the patient checked her blood glucose at 9 pm one day prior to hospitalization, and it was 168 mg/dl. Two hours later, it was 410mg/dl and the patient was vomiting and having chest pains. It was noted that the patient changed her infusion set earlier that day. Upon admition to the hospital, she was diagnosed with an infection and diabetic ketoacidosis. It was noted that the patient did have white spots on her tonsils along with sore throat. She was treated with IV insulin and antibiotics. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.